Event description:
The customer had reported false positive reactions probably caused by carry over. There were five samples in a row yielding a positive antibody screen result on the poolcell assay on tango optimo s/n (B)(4) when only two samples following the known ab-pos. Sample reacted positive on a second tango optimo. It was shown that only the first sample in row contained antibodies. The correct function of the allegedly defective reagents were proved by testing the retained samples of our quality control laboratory on tango optimo. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot. Replacement of the left pipettor probe during a field service visit resulted in elimination of the reported problem. Due to delayed shipment, testing of the complaint sample at bmd is still pending.

Event description:
The customer had reported false positive reactions probably caused by carry over. There were five samples in a row yielding a positive antibody screen result on the poolcell assay on tango optimo s/n (B)(4) when only two samples following the known ab-pos. Sample reacted positive on a second tango optimo. It was shown that only the first sample in row contained antibodies. The correct function of the allegedly defective reagents were proved by testing the retained samples of our quality control laboratory on tango optimo. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot. Upon arrival of the complaint sample at bmd, the carryover event could be reproduced (poolcell assay) and affected only one test cavity of one (out of four) subsequently pipetted, known negative donor sample to yield a 4+ reaction. But the reported problem of heavy carryover on tango optimo was identified to be aditionally associated with performance issues of this specific device that were solved during the service visit. Replacement of the left pipettor probe during a field service visit resulted in elimination of the reported problem.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident